Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that the line is building with pressure and breaking causing chemo spills at the patients home.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of "the line is building with pressure and breaking causing chemo spills" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Imdrf codes must be updated.